Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A valid serial number for the libre reader was not provided. And has not yet been returned. A tripped trend review was conducted for the reported complaint and fs libre reader and reported complaint, no trends were identified that would indicate any product-related issues. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message of "incompatible sensor" when scanning the adc freestyle libre sensor. On (B)(6) 2021, the customer not being able to monitor their blood glucose experienced dizziness and being loopy and was unable to treat themselves. Hcp contact was made and the customer was provided unknown treatment. There was no report of death or permanent injury associated with this event.